Event description:
The user facility reported that during a tevar procedure, the coating of the glidewire came off. Follow up communication with the user facility confirmed the following: the seeker was kinked due to tortuosity during a tevar procedure; while removing the glidewire from the seeker catheter, the coating of the glidewire came off; they were able to retrieve all of the coating from the catheter; (4) the procedure was completed successfully; and the patient is reported doing well.

Manufacturer narrative:
(B)(4). The actual sample has not been returned to the manufacturing facility for evaluation. A sample of the involved product code was evaluated. Visual inspection did not find any anomalies. The outside diameter was confirmed to be within specifications, being comparable to that of the current product sample. The sample was peeled off the urethane outer layer from the wire intentionally in order to check the adhesion level of the urethane layer to the core wire. There was no lifting or gap between the core wire and the urethane outer layer. No anomalies were observed. The production lot number was not provided by the user facility, which prevented review of applicable production or complaint records. Although the exact cause cannot be determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4). Device not returned.